Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was unable to verify no delivery alarm due to button keypad anomaly. Device had minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer's mother reported via phone call that the customer was at school and the buttons were not responding while trying to deliver insulin. The school nurse called the mother to inform her that the insulin pump was not delivering insulin. Then, the mother was trying to get the device to work and it alarmed button error. No significant events leading to the keypad issue. Blood glucose value was 280 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.